Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in sap. The last repair was july 6, 2015 the gear, belleville washers, shoulder bolt, cap nut and comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on january 3, 2018 revealed that the pre-testing could not be performed due to the bent comb. The side plate hinge had a hole which would not allow the pin to slide in. The bottom roller, left and right side plate, shoulder bolts, washers and nuts all were damaged. The handle needed to be lubricated. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on january 29, 2018 which included replacement of the left and right side plate, bottom roller, synthetic bearing, belleville washers, shoulder bolts, cap nuts, bottom roller gear, carrier guide, comb and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the locking mechanism for the device was damaged and one of the threaded was also damaged¿ was confirmed since during initial inspection the side plate was damaged to the point which would not allow the pin to slide in. The comb was also bent. The root cause of the locking mechanism for the device being damaged was due to the side plate having a hole in it that would not allow the pin to slide in. The root cause of the threads being damaged was due to the bent comb. The initial inspection performed on the device found that there was a bent comb where the customer referred to the twines in the comb as threads. The side plate hinge had a hole which would not allow the pin to slide in. The issues were resolved with the replaced left and right side plate, bottom roller, synthetic bearing, belleville washers, shoulder bolts, cap nuts, bottom roller gear, carrier guide, comb and screws. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the zimmer skin graft mesher was damaged and one of the threads of the mesher was also damaged. During investigation of the skin graft mesher it was noted that the comb was bent. No adverse events have been reported as a result of the malfunction.